Event description:
It was reported that during central processing, the force bipolar instrument had damaged tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips-severely to be related to the customer reported complaint. The force bipolar instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.203" offset at the tips. The root cause of the severely bent instrument grips -tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Additional observations not reported by site were also identified: the force bipolar instrument was found to have an excessive amount of dried residue around the clamping pulleys. This failure is most commonly caused by improper reprocessing, such as insufficient flushing. The instrument was found to have a portion of the insulator molding missing on one grip. There was a section of molding measuring 0.145" x 0.355" that was not returned with the instrument. The root cause of an insulator molding missing is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the force bipolar (part number 471405-06/lot number k10220620 0273) associated with this event has been performed. Per the review, the force bipolar instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.